Manufacturer narrative:
As of (B)(6) 2011, the alleged ams device has not been identified to-date. Should add'l info becomes available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
On about (B)(6) 2009, it was reported, the pt underwent a transvaginal tape, bladder sling, urethral suspension and revision of mesh erosion. Further, the pt reports that since implantation, she has experienced erosion, shrinkage, extrusion of the mesh, urinary retention, severe and persistent pain, dyspareunia, and "numerous surgical procedures to remove the mesh devices.